Event description:
It was reported that the physician has had general issues with the MRI pacing leads, which includes microdislodgement issues, high thresholds post-implant and higher than usual impedance values at implant. No specific patients were noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).